Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. Reportedly, the device had difficulty advancing due to the tortuous anatomy. However, the device did reach the artery, and blood was confirmed from marker lumen. During deployment, the suture was not present when the plunger was removed. The device was removed without issue. However, wire access was lost. The ablation procedure was aborted. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.